Event description:
The patient received ems treatment for hypoglycemia. The patient reported that she administered more insulin than was required to compensate for the carbohydrates consumed in her meal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas had conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. The patient reported that she administered more insulin than was required to compensate for the carbohydrates in her meal. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.